Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead was dislodged. The atrial lead was explanted and replaced. The patient experienced no consequences.